Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser recanalization catheter products that are cleared in the us. The pro code for the crosser recanalization catheter products is identified. The lot number was provided for the malfunction, therefore, a lot history review was performed. The sample was returned for evaluation and overheating of device was unconfirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced overheating of device. This information was received from a single source. This malfunction involved one patient with no patient consequences. The patient's age, weight, and gender were not provided.